Event description:
It was reported that the patient was dissatisfied with their inflatable penile prosthesis. The device was revised. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.